Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to MFR report# 3005099803-2018-60199 for the first dreamtome and MFR report# 3005099803-2018-60204 for the second dreamtome. It was reported to boston scientific corporation that a dreamtome rx 44 was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during unpacking, it was noticed that there was a cotton-like material on the device. A second dreamtome was unpacked and the same cotton-like material was observed. The  procedure was completed with a third dreamtome rx 44. There were no user injury nor patient complications reported as a result of this event.

Manufacturer narrative:
(Device codes): problem code 2944 captures the reportable event of foreign material present in the device. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to MFR report#: for the first dreamtome and MFR report#: 3005099803-2018-60204 for the second dreamtome. It was reported to boston scientific corporation that a dreamtome rx 44 was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during unpacking, it was noticed that there was a cotton-like material on the device. A second dreamtome was unpacked and the same cotton-like material was observed. Reportedly, there was no visible damage to the device packaging and the sterile barrier did not appear compromised. The  procedure was completed with a third dreamtome rx 44. There were no user injury nor patient complications reported as a result of this event.